Event description:
A report was received that the patient is experiencing a lot of pain. The patient's ipg site is pink and warm to the touch. The patient went to see her physician who said it looked fine, but prescribed the pt oral antibiotics. The pt is reportedly doing well.